Event description:
It was reported that a patient developed cardiomyopathy. The device was programmed off and the patient was given lisinopril and coreg as a result. In 2008, the patient began to notice shortness of breath and decrease in energy. In 2009, the patient had an echocardiography which was abnormal and at that point, the patient was diagnosed with cardiomyopathy. The patient was diagnosed with ankylosing spondylitis and is taking methotrexate and endbrel for this condition. The patient is also morbidly obese and has hypothyroidism. The patient had ECG in 2005 that showed a nonspecific t wave abnormality and this procedure was repeated the next day with results that the nonspecific t wave abnormality improved. The device has been programmed off so that further testing can be performed. It is unk whether or not the cardiomyopathy is related to the device. The patient will follow up with the physician in 2010 at which time, the echocardiogram will be repeated. Good faith attempts to obtain additional information are in process.